Event description:
The patient reported that the right ventricular lead was broken. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 37 cm. A distal portion was received measuring 37 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 4076 lead, implant date: (B)(6) 2005. (B)(4).